Manufacturer narrative:
(B)(4). The commander delivery system was returned to edwards for evaluation. Visual inspection revealed the inflation balloon was fully expanded, unpleated/unfolded. No gross abnormalities were observed on the balloon. A pinhole leak was noted during functional testing. No other abnormalities were observed on the delivery system. During functional testing, the balloon was inflated and a pinhole leak on the inflation balloon working length was confirmed. The shape of the inflation balloon appeared to be normal when inflated. Dimensional analysis of the wall thickness of the crimp balloon distal and proximal to the pinhole was performed. All measurements met specification. Review of the work orders that could potentially contribute to the reported event was performed. The work orders did not reveal any issues that could have contributed to the event. During the balloon manufacturing process, the balloon dimensions are 100% inspected, including the balloon diameter and wall thickness. The balloon component is also 100% visually inspected for defects including witness lines and contamination, crow¿s feet, scratches gel-spots and fish eyes. The delivery system undergoes 100% inspection during the pleat and fold process. The entire device is also 100% visually inspected for visual defects. The delivery system undergoes leak testing. Following the leak test, the balloon cover and inflation balloon are inspected for any damage. A balloon burst pressure test is also performed on sample devices during the product verification testing. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported event. In this case, the report of the balloon leakage was confirmed based on the visual and functional inspection of the returned device. However, DHR, complaint history and lot history review did not reveal any related manufacturing non-conformance. A review of the manufacturing mitigation support that a manufacturing non-conformance likely did not contribute to the balloon leakage. Since the device was able to be prepped, including de-airing, and was able to be used for the successful deployment of the sapien 3 valve, it is likely that the damage to the inflation balloon occurred during use. In addition to procedural factors (manipulation of the device, additional volume used during inflation), patient factors (moderate native leaflet calcification, mild to moderate aortic root calcification) likely contributed to the balloon leakage. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a transfemoral tavr procedure, following the deployment of a 26 mm sapien 3 valve with an additional 2 cc of volume, after the commander delivery system was pulled negative, the heart team noticed blood in the inflation/deflation device. When the delivery was removed, a small pin hole was noted in the balloon. No negative effect on the valve deployment was noted. No consequences to the patient were reported. The native annulus measured 25.7 mm by CT with a valve area of 518 mm2. No annular calcification, moderate native leaflet calcification and mild to moderate aortic root calcification was reported. It was perceived that the ¿hard prep¿ of the delivery system (nominal plus 2 cc of volume) contributed to the pinhole in the balloon.